Manufacturer narrative:
Device evaluation visual inspection: the hawkone was inspected and found the housing of the distal assembly showed a radial fracture. The fracture showed the distal assembly separate at the proximal edge of where the coiled housing initiates and was distal to the anchor pockets. At the distal area of the hawkone distal assembly which fractured off showed the green guidewire curved and turned into an approximate 90 degree angle. Approximately 40cm of guidewire was exposed outside of the distal tip of the hawkone rotating tip. The rotating tip gw lumen remained intact with the gw lumen at the proximal end damaged from likely encountered friction. The coiled housing portion showed the gw lumen of the housing had zipper tearing throughout the segment. It should be noted the tecothane remained intact with the anchor pockets imprints visible. A coil from the housing was stretched proximally outside from the rounded edge of the tecothane. The proximal segment showed the cutter and drive shaft exposed outside of the fracture face by approximately 2.7cm. No damages or anomalies were noted to the cutter assembly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: artery diameter and lesion length were 6mm and 5cm respectively if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was using a hawkone directional atherectomy along with non medtronic 6fr sheath and .014 guide wire in the treatment of a little calcified plaque lesion in the left proximal sfa with 80% stenosis. The vessel was not pre dilated bu post dilated. IFU was followed during preparation, procedure and post procedure. It was reported that the tip detached and tip separated at the hinge pin. There was no resistance felt. The nosecone broke off the device. Atherectomy was performed with single insertion; 4 passes. When the physician removed the device the nosecone detached and remained on the wire. The physician removed the wire and the nosecone was completely removed. Nothing was left in the patient. There was no patient injury reported. The procedure was completed with a 4 mm pta balloon and everflex stent. No patient injury and the procedure was a technical success.